Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a peritoneal dialysis (pd) patient experienced a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pdrn reported receiving the air detected in cassette alarm during an unspecified drain phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn stated that the mushroom heads of the cassette appeared full upon removal from the cycler. The fresenius technical support representative advised to discontinue use of the cycler and a new cycler was issued. Upon follow up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was admitted for chest pain, which the pdrn indicated was not attributed to pd therapy. The pdrn stated that treatment was discontinued that night and the patient was discharged the following day. The pdrn confirmed that the replacement cycler has been received and the old cycler has been picked up and returned to the manufacturer for a physical evaluation. The cycler set was discarded prior to contacting fresenius and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.